Event description:
A vessel perforation occurred during a difficult ptca intervention. The physician inserted the occlusion balloon wire into the saphenous vein graft to the right coronary artery, but the physician had difficulty crossing the lesion. The physician decided to use a stent for support with no success. The physician then decided to remove the stent delivery system (sds) and the device became stuck on the wire of the occlusion balloon device. The physician decided to remove both the devices at the same time. The physician then removed the sds off of the hypotube and re-inserted the occlusion balloon wire and decided to use a "buddy wire" to create a channel to open up the vessel to get the wire across. The physician inserted the sds and was finally successful in passing the lesion site, and deployed the stent. The physician attempted to aspirate the vessel, and was having difficulty so they exchanged the syringe for another and aspirated a large amount of particulate from the vessel. The physician then deflated the occlusion balloon, at which time the pt's flow through the vessel slowed. The physician observed on the fluoroscope that there was a perforation from the proximal end of the lesion to the ostium. The physician decided to treat the injury with a balloon pump and the pt was reported to be doing ok.